Event description:
It is reported that the pins were missing from the universal oscillating saw attachment. There was no patient harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.